Manufacturer narrative:
The customer reported a precipitate had formed during primary and secondary infusion, and returned one sample of material 10016073. Upon initial visual examination, the set had no defects or abnormalities. The precipitate was not replicated or seen post-decon. There is no issue or defect observed with the sample. The complaint of precipitate could not be confirmed to be from a product defect. The root cause for the issue is unknown without a replicated failure. The potential root cause is clinical practice by the customer. A device history record review was not performed as the lot number is "unknown" for this complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris gravity set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by a customer that they hooked up secondary line to primary. A precipitate formed in the drip chamber but was not present in the rest of the line. Hooked up new secondary line and no precipitate was present.